Manufacturer narrative:
All further follow up reports pertaining to regulatory report 3007566237-2018-03381 will be sent through supplemental regulatory report of 3004209178-2018-26058. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018; (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in (B)(6) and was seeing the por (power on reset) screen. The meaning of the por was reviewed, stating that therapy would stop due to por. It was indicated that the por was not related to an overdischarge. The patient stated that their stimulation turned off and when they woke up they tried to turn stimulation on, but they were getting the por message. The patient also stated that they had a return of back pain. No trauma/falls were related to the issue, but it was indicated that the patient had a recent medical test or emi environment exposure. It was indicated that it was a warning por that was seen and it was reviewed that this type of por could not be cleared and they were redirected to follow-up with their healthcare provider (hcp) to have the device interrogated. The patient lived in (B)(6) and was leaving on a two week cruise and was currently in (B)(6). It was indicated that the patient would be leaving on a cruise today at 4pm. An email was sent out to reps in the area to see if they would be able to meet the patient in a clinical/hospital setting. It was reported that the por message was first seen on (B)(6) 2018 and the return of pain began on (B)(6) 2018. It was indicated that the patient¿s ins was charged full on sunday and the ins was not depleted. Additional information was received from the manufacturer representative (rep) reporting that they were able to meet the patient at the hospital and successfully clear the por. They were very excited to get this restored before their big family vacation. No further complications were reported/anticipated.